Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implantable pump. It was reported the patient's pump was removed, on 2017-aug-03, because it got infected.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#:(B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter, other relevant device(s) are: product ID: 8780, serial/lot #:(B)(6) , ubd: 01-sep-2018, UDI#:(B)(6), if information is provided in the future, a supplemental report will be issued.